Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a femoral artery angioplasty procedure. Reportedly, during needle deployment, a cuff miss occurred. Another perclose proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned with the anterior cuff engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. Potential contributing factors for needle deflection that results in the posterior cuff miss includes, but is not limited to, manufacturing deficiencies, challenging anatomical conditions and/or deployment techniques. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique, based on the successful test of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degrees angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a product quality deficiency.